Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a pre-sales test, the device was identified as failing a delivery accuracy test. No patient involvement.

Manufacturer narrative:
The cadd solis hpca pump was repaired by the center prior to it being aware there was a complaint against the pump. However, the pump repair notes indicate the customer's problem was confirmed. The pump returned for loaner maintenance and service's performed a preventive maintenance check calibrated and installed software on the pump. The pump passed all functional and delivery tests. The problem source of the reported problem is unknown.